Event description:
Healthcare professional reported "capsular contracture baker grade iii, device migration/implant malposition, change shape/size/style" via national breast implant registry (nbir). Patient undergone capsulectomy. This record is for right side. Device was explanted and replaced with another manufacturer¿s device. Is unknown if the device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.